Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of intermittent battery communication error was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) had battery failure. No patient was involved. Should an automated impella controller (aic) fail in patient use the instructions for use is to be followed, and a backup console utilized for support.